Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer stated that there was an instance that the threshold suspend feature was not accurate. The customer's blood glucose was 160 mg/dl and sensor glucose was 56 mg/dl at the time of call. How glucose travels in the body was explained to the customer. The customer stated that there was no bent cannula. The sensor will not be returned for analysis.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and performed visual inspection and found sensor needle bent inside sensor base. We were unable to confirm if customer received sensor in said condition due to customer returned opened/used.